Manufacturer narrative:
Per the key market, this incident occurred in (B)(6) 2013 but was not initially reported by the customer. The customer was only reporting the incident now because a (B)(6) inspector was scheduled for an on-site visit and they wanted to be prepared if there were any questions. An fse did visit the site on 02jun2014, however, the (B)(6) inspector was a no-show. It was confirmed that after the incident in (B)(6) 2013 the biomedical engineer tested the device and found no issues. The customer does not allege that the device malfunctioned and/or that it was a contributing factor.no device malfunction occurred and/or was alleged. (B)(6).

Event description:
The customer did not initially report this patient incident/death from (B)(6) 2013, and were only reporting it now in case the (B)(6) inspector visiting the site had any questions. The patient expired in (B)(6) 2013 which the customer did not initially report. The customer does not allege that the device malfunctioned and/or that it was a contributing factor. No other details were available with regard to the patient.